Event description:
One patient, as diagnosed by physician, experienced corneal abrasion in her left eye after using medical device, cvs disinfecting lens care solution. Patient was prescribed tobrex anti-biotic (medical records attached).